Event description:
At about 4 months after the primary, the patient came in reporting instability due to a loose tibia and the cause is unknown. The surgeon revised the tibial tray and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 october 2022: lot 2104555: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.